Event description:
It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of close to 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and vomiting. Customer was hospitalized for two days and was treated with insulin drip in the intensive care unit. It was reported that insulin pump tubing became kinked overnight and customer did not receive any insulin. It was reported that meter was not working properly and customer's mother received a prescription for the bayer countour meter. Customer's mother declined troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).